Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was undergoing pre-discharge device check, high impedance, drop in r wave amplitude and high threshold were noted on the ventricular lead. The lead was repositioned on (B)(6) 2020. All parameters were within normal limit post procedure. The patient was stable.